Event description:
It was reported the pt experiences occasional pain at her scs ipg site. The pt stated the pain seems to be worse when the stimulation is on. The pt was advised to turn her scs system off and see if the sensation changed. X-rays were taken but no anomalies were noted. An sjm rep reprogrammed the pt's scs system and the pt is reportedly receiving effective stimulation therapy from her system. The rep instructed the pt to contact sjm if the issues persists.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.